Event description:
The surgeon inserted an 18.5 diopter aa4204vl silicone plate lens and the injector overrode and tore the lens. The lens was removed with no patient injury, no incision enlargement or sutures. The reporter stated it was unknown if the injector was defective or if it had been over-used.